Manufacturer narrative:
Failure analysis for fiber 0010-2400-421a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that at 126,553 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing. Time expended: 22:14 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.